Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation damage to the light guide connector part was not confirmed. Device evaluation found that the light guide connector was loose, and the outer tubing was bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1 establishment name: (B)(6) hospital.

Event description:
The customer reported to olympus, the telescope autoclavable had damage to the light guide connector part. The cap would come off when the light guide was attached or detached. The issue was found during reprocessing before use, and the therapeutic laparoscopic hernia procedure was completed with another device without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.